Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and high potassium on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer was treated with manual injections. Troubleshooting was not performed for high blood glucose. The displacement test was performed and the test was passed. The insulin pump will not be returned for analysis.